Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump exhibited downstream occlusion (dso) sensor seal peeling away from the device. The event occurred during testing. There was no patient involvement, no patient injury was reported.

Manufacturer narrative:
One device was received for evaluation. Visual inspection noted a bucking upstream occlusion (uso) seal and a ripped downstream occlusion (dso) seal. The uso and dso seals were replaced. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.